Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient had a long gamma 4 nail implanted following a left intertrochantetic hip fracture in (B)(6) of 2025. The patient later reported experiencing increased pain. A follow up x-ray seemed to indicate a fractured nail. The device was subsequently revised, and a restoration modular total hip prosthesis was implanted. It was also reported that there was s a potential non-union.